Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 535 mg/dl at the time of incident. Customer reported air bubbles in the tubing during therapy. Auto mode feature was not activated at the time of incident. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.